Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead threshold had risen and was high at the one week post implant device check. Lead dislodgment was suspected. Reprogramming was performed. During the revision procedure, the lead was not dislodged but the slack was noted to be slightly tighter than before. There was tissue noted to be adhered to the ring electrode. The physician suspected that this was the cause of the fluctuations in threshold. The lead remains in use. No patient complications have been reported as a result of this event.